Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Clinical details provided suggested multiple potential causes without definitive evidence to support a clear cause. Since insufficient clinical details were provided, the cause of the cardiac perforation/pdi/device in wrong position could not be determined. Since neither product nor logs were returned for investigation, the cause of the placement signal issue could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 78-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. During the procedure, there was a placement signal not reliable alarm, with no waveform. The physician was aware, no orders at the time. A coronary artery bypass graft (CABG) was completed. The physician attempted to readvance the catheter to appropriate depth in the left ventricle (lv) under echocardiogram. The tip was noted to be outside of the lv. Sutures were applied to the lv to repair the perforation and achieve hemostasis. The chest tube output was noted to be stable overnight. After 21 hours on support, the device was removed. The post-procedure outcome is survived at explant. The impella functioned at p-6 at 3.4l/min as intended. Cardiac injury (including lv perforation) is a potential adverse event, and consistent with known device-related and patient-related factors, and/or can be attributed to user technique.

Manufacturer narrative:
Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly.